Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices via a 6f sheath hole prior to an endovascular aneurysm repair procedure (evar). Reportedly, cuff misses occurred with both devices as when the plungers were retracted after needle deployment, the sutures could not be verified. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Two addition prostyle devices were successfully pre-placed and used in another access site without issue. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.